Event description:
Caller alleged discrepant inratio results. Results as follows: inratio 4.8, lab 1.2, time between tests: 3 hours. Therapeutic range: 1.8-2.3.

Manufacturer narrative:
Investigation pending.